Event description:
Dealer alleges customer is getting a controller fault. He states it¿s on flat surfaces and its very random and sporadic. Advised customer to check batteries and all wiring. Dealer wanted a quote for the control module.